Event description:
It was reported that a malfunction alarm occurred. Prior to malfunction the the customer dropped the pump twice at school. The customer continued to use the pump for insulin therapy.there was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Per the tandem user guide: "do not use your pump if you think it might be damaged due to dropping it or hitting it against a hard surface."